Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported a low shock output during a self test. There was no patient involvement.